Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 252 mg/dl. It was reported that the insulin pump was not working. It was reported that they were assisted customer in performing a self-test and was unable to pass. It was reported that the pump reset was complete the pump screen came on with lines on the pump and was not able to see the screen. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display, lines or missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.